Manufacturer narrative:
The device, intended for use in treatment/used in treatment, was not received for evaluation and the reported event could not be confirmed. The shipping information was provided and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. If the device is received in the future, the complaint will be reopened to evaluate. Attached photos confirmed the stated failure mode. The post of the device device is broken off, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports that approximately 10 years after a tka, a revision/liner exchange was performed due to a broken post. Per email communication, there is no consent granted to provide x-rays or surgical reports, and no further information has been provided. Therefore, the patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka had been performed, a revision surgery was performed to exchange the genesis ii ps insert size 5-6 9mm due to a broken post. The outcome of the patient is unknown.